Event description:
Boston scientific received information that this epicardial left ventricular (lv) lead had been slightly repositioned in an elective procedure to address diaphragmatic stimulation. Just a few days later, it became evident that the lead had dislodged. There were no reported adverse patient effects beyond the need for surgical intervention to resolve the issue.

Manufacturer narrative:
This epicardial lead was removed from service. A second epicardial lead of another model was attempted, but then not utilized due to the patient's complicated anatomy. The implanting physician opted not to implant an epicardial lead.